Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced software error-log in issue, no communication-between mobile app & carelink. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It¿s unknown whether the customer will continue using the application. No product return is required for mmt-6101.

Manufacturer narrative:
We did not attempt to reproduce the issue because testing or reproducing it would not provide conclusive results. Instead the issue was investigated through database application logs. The software support team's thorough investigation of the database application logs found no failed login events in the user's sso logs. This suggests that the user was entering incorrect credentials. Logs analysis did not confirm login failures. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: there is no recent login activity to the patient's carelink account. First: I can confirm the patient had successful login attempts but they are quite old the most recent login attempts appear to be successful. Please have the patient follow the following steps: try logging in to the carelink website on incognito mode make sure the username and password are entered correctly disable any password manager or autofill. If the patient is able to login to the website, please have them try logging in to the app again. If the patient is not able to login through the website, then they should reset their password. Then try to login through the website once more. Second: the patient should confirm that they do not have automatic verification enabled on their iphone here are instructions on how to enable or disable automatic verification: https://support.apple.com/guide/iphone/sign-in-with-fewer-captcha-challenges-iph4f43a30c9/ios. Third: the patient should confirm that they are not backing up the app to any services like icloud, google drive etc.. Also, avoid the use of autofill or a password manager until they are able to login successfully manually. Fourth: as a last resort the patient could try deleting the application and wiping the application cache as a last resort. But that will cause the loss of the data that is saved on the affected phone. Here are the instructions for that process. Settings > general > iphone storage > mmm > delete app. By performing this step the customer will remove all the cached information related to the app. If (minimed mobile) delete the pump from bluetooth settings. Uninstall the application normally. Restart the phone. Install the mmm app wait 10 minutes open the app and attempt pairing again. If issue is not resolved, wait 15 minutes and try all steps again. Most likely a due to user error. No logs or evidence of a carelink fault or error found. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the ""sw requirement doc"" below. We are proceeding to close this ticket as we have not received any response despite requests. If the reported issue persists, we kindly request you to provide the updated information so we can reopen the ticket. This will allow us to address the matter promptly and efficiently. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.